Event description:
A caller reported damage to the pump housing and usb port, though charging capability was unaffected. There was no adverse impact to the customer's blood glucose level. The caller was unsure how the damage occurred, suspecting normal wear and tear. Customer technical support (cts) evaluated the situation and decided to replace the pump, as the screws no longer held the plastic surrounding the usb port. The pump was still under warranty, and the customer was instructed to continue using the current pump until the replacement arrived. The caller was guided on how to prepare the pump for return and acknowledged all instructions provided. Cts confirmed the shipping details and sent a replacement pump, advising the customer to return the damaged one within ten days.